Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had their hip originally done several years ago. Surgeon was unsure of the exact date. Patient had their first revision done last week on (B)(6). Surgeon performed a head and liner exchange. Unfortunately the poly came disengaged from the cup and the patient dislocated again. Surgeon went in to revise again, and realized the inside of the pinnacle cup was damaged from the liner becoming disengaged and the femoral head rubbing on the inside of the cup. He opted to revise the whole acetabular component to a zimmer biomet construct and use their dual mobility implant. A trial reduction was performed with our 28mm femoral head and their dm and found to be stable. The real 28mm +3 femoral head was opened and implanted. Closing process began. There was no loosening experienced and there was no delay in surgery. Doi: (B)(6) 2022. Dor: (B)(6) 2022. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.